Manufacturer narrative:
(B)(6). The device was evaluated on site by a service technician. Internal and external inspection was performed and no issues were noted. Functional testing was performed successfully, with no issues noted. A review of the alarm log was performed and there was no identifying any alarm or failure that cause or contribute to the complaint. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a fg-561 alarm (pump powers off unintentionally). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.